Event description:
Olympus was informed that the sonosurg scissor was used on a gastrotomy by open surgery, and the procedure was said to have been completed with no problems reported. However, after the procedure, and prior to reprocessing the sonosurg scissors, they noted that a portion of the control handle was missing. The user facility staff reportedly did not know when and where the missing part had fallen off. X-rays were performed on the pt following the procedure, and there was no sign of the missing part in the pt. The pt was discharged from the user facility and was reported to be in stable condition after the procedure.

Manufacturer narrative:
The sonosurg scissors was returned to olympus medical systems corp (omsc) for eval. The eval revealed that the missing part of the control handle was one of the pin heads, which is used to help secure the control handle in place. The eval of the device revealed that the glue around the pin head was discolored and deteriorated. Olympus was informed that the device was said to have been autoclaved at 132- degree celsius for 10 minutes. The sonosurg scissors instruction manual advises users to autoclave the device for 5 minutes at 132 - 134 degrees c. The cause of the reported event is likely due to user handling. This report is being submitted as a medical device report in an abundance of caution.